Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the system was not booting up. Upon troubleshooting, the field service engineer (fse) found the issue with cmos battery. To resolve the issue, the fse replaced the cmos battery and performed several restarts to confirm the problem does not reoccur, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.